Manufacturer narrative:
The reported events of "capsular contracture, baker grade unknown" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, lymphadenopathy and device rupture

Event description:
Patient reported "device needed to be removed due to a rupture and severe capsular contracture". Patient also reported via ultrasound "the implant has been standing higher for years", "implant with tight hold, streaks, everything bland", "benign lymph lumps in the armpit with preserved hilus bark differentiation". The event of "benign lymph lumps in the armpit with preserved hilus bark differentiation" is not related to the device. This record is for the right-side. Device was explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "device needed to be removed due to a rupture and severe capsular contracture". Patient also reported via ultrasound "the implant has been standing higher for years", "implant with tight hold, streaks, everything bland", "benign lymph lumps in the armpit with preserved hilus bark differentiation". The event of "benign lymph lumps in the armpit with preserved hilus bark differentiation" is not related to the device. Healthcare professional additionally reported "pain at the top of the quadrant" via operative report. This record is for the right-side. Device was explanted.